Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak between the connection of the minicap transfer set and the patient line of the homechoice cassette. The event was further described as ¿some solution came out from the connection of the transfer set to the patient line." This occurred during fill two of five of peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.